Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported the programmer does not start. It is "completely dead." The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer does not start due to the power supply was out of electrical specification. It was also noted that the tabs on the power cord bay door were broken and the system fan was noisy.